Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer also reported that the insulin pump was beeping and was unable to rewind it. The customer was assisted with clearing the alarm and rewinding the insulin pump. During the troubleshooting the customers blood glucose level was 49 mg/dl. The customer was advised to treat the low blood glucose. The customer declined to troubleshoot for high blood glucose as the customer already taken 30 units of insulin. The insulin pump will not be returned for analysis.